Event description:
It was reported, there was a loss of therapeutic effect. The patient had symptom return in the past month with headaches that seemed to come and go. It was further reported 19 days later that since their deep brain stimulator (dbs) procedure in september, the ¿procedure had started to fail.¿ it was noted they started to go back to how they were before the procedure. Additional information received a month later reported the patient had a shocking or jolting sensation and they felt something was wrong with the deep brain stimulator (dbs). They could feel the ¿unit in her chest shock her every once in a while¿ and they would also receive shocks in their head. They went to the emergency room and were ¿regressing with the system.¿ all of their problems started about a month prior to report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s system was still emitting electrical shocks from the top of his head and from the unit in his chest. He needed someone to check it out.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0maky, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0maky, implanted: 2014 (B)(6); product type lead. (B)(4).